Manufacturer narrative:
The previously applied (B)(4) is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implantable drug infusion pump. The drug being delivered was baclofen (gablofen) with a concentration of 2,000 mcg/ml at a flex dosage of 1 ,462 mcg/day. The indication for use was intractable spasticity and post spinal cord injury. It was reported that the pump was explanted on (B)(6) 2016 and will be returned to the manufacturer. The pump alarms went off, and the pump logs indicated that the motor had stalled. The patient had no symptoms of withdrawal according to the surgeon. There were no environmental/external/patient factors that may had led to the issue. The diagnostics consisted of reading the pump logs. The issue was resolved at the time of the report, with the patient alive and without injury. Additional information was received from the rep on (B)(6) 2016 stating that the device was returned. A copy of the pump logs were attached, displaying the dosages and concentrations of the drug. The logs also displayed a low battery reset and safe state after reset on (B)(6) 2016 at 20:00, and that there was a motor stall recovery on (B)(6) 2016 at 10:37.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a low battery reset of an undetermined root cause. As per the pump¿s log, baclofen with concentration 2,000.0 mcg/ml was being administered at a minimum dose rate of 12.0 mcg/day as of (B)(6) 2016. The previously applied (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.